Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective ise valve. The fse replaced the ise valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrolyte) patient results and high ise qc (quality control) on their au680 chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no impact to patient treatment in association with the event. Qc was within the laboratory's specification prior to the event.